Event description:
It was reported that the defibrillator did not pass the operating control test; the therapy capacitor is out of tolerance. There was no patient involvement indicated.

Manufacturer narrative:
The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.